Event description:
It was reported to philips that the system was not turning on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on. During troubleshooting, the fse found that the top half of ups (uninterrupted power supply) in bypass and bottom half of ups were off. The fse put both sections into operation and turned on the lab. Review of the system log file showed unexpected gap in logging which indirectly indicated malfunctioning ups. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.